Event description:
According to the information provided by the healthcare professional, the user's accu-chek spirit 3.15 ml plastic cartridge leaked insulin into the cartridge compartment of the infusion device. The user suffered from increased blood glucose values. The user called the paramedics and was brought to the hospital. In the hospital the user had a blood glucose value of 500 mg/dl and was diagnosed with diabetic ketoacidosis. The healthcare professional and the customer did not trust the insulin pump any more. The patient was hospitalized for 4 days and treated with an insulin pen.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.